Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical information provided, the cause of the access site bleeding issue was most likely use related since blue suture was found deep into skin after patient transfer to cvicu.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 80-year-old female in ventricular arrest was implanted with an impella cp device for mechanical circulatory support. The patient developed an access site bleed and a hematoma during impella support. Manual pressure was applied and it was noted that the blue hub was inserted through the skin. Two units of blood were subsequently transfused and femostop was utilized to treat the bleed. The pump was explanted and the patient was supported via an intra-aortic balloon pump.